Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the housing and the button are broken. The reported event was confirmed. The service evaluation revealed that the housing and power button are broken. Further the inflow and outflow motors are worn out / loud. Also one rubberfoot is missing.

Event description:
It was reported that the housing and the button are broken. There was no harm or adverse event for patient, operator or third party reported. No further information received.